Manufacturer narrative:
The product has been received for eval. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.

Event description:
The target lesion was left main to the proximal lad and proximal left circumflex branch (lcx). The lesions were de novo, moderately calcified and moderately tortuous. There was 90% stenosis. Femoral approach was chosen for the procedure. After a guiding catheter (zuma ii 7fr sl3.5) was engaged, guidewires (gw) (rinato and runthrough) were crossed the lesions at lad and lcx. Ivus was conducted. Pre-dilation with balloons (2.5 mm: powered lacrosse) at the lcx and (3.0 mm: sprinter) at lad were conducted, even though the dilation was difficult at lad due to the heavy calcification. A cypher (2.5/18 mm: complaint product 1) was delivered to the lcx and then cypher (3.5/18 mm: complaint product 2) was delivered to lad by crush stent technique. However, the tip of cypher (3.5/18 mm:2) became stuck at the proximal end of the cypher (2.5/18 mm:1) that was delivered to lcx and wouldn't cross. Therefore, physician retrieved both cyphers, but he found the stent of cypher (2.5/18 mm) delivered to lcx to be dislodged in the left main on the gw. A snare was used for retrieving the dislodged stent and the dislodged stent was safely retrieved. The cypher (3.5/18 mm) was again attempted to in the lad but it wouldn't cross the lesion due to calcification. To finish the procedure, different stents (driver: 2.5/18 mm and 3.0/18 mm) were implanted without problem. The pt was in stable condition. There was no pt injury reported. The products were clinically used and will be returned for analysis.